Event description:
A patient reported they were unable to test due to their meters allegedly would only prompt "error 1" message on the one touch ultra. Treatment was 2 mg of amaryl (dosage was 1 mg - doctor increased dosage due to high blood glucose no due to meter readings per patient). No further information has been reported.